Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had cracks in the angle lens rubber. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end adhesive was deteriorated. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section cover was perforated. The device evaluation found that the distal end adhesive was deteriorated likely due to stress and exposition to heat during the cleaning / disinfection process. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to wear and tear damage caused with increasing use/time, however, more specifically caused by chemical stress while the user was handling the subject device. The event can be prevented by following the instructions for use (IFU): -inspection of the endoscope. Olympus will continue to monitor field performance for this device.